Event description:
Initial report indicated that patient was hit in the chest one day prior to event during gym class. The next day, the patient reported feeling erratic and painful stimulation. Further investigation revealed that the episode of painful stimulation occurred while the pt was asleep. There were no apparent environmental conditions that could have caused the event. It was described as a shocking type of pain in their throat that radiated to their chest. Patient's parents placed the magnet over the device to temporarily turn it off and went to see patient's neurologist. X-rays were taken and reviewed by the neurologist. No lead break was noted and the generator did not appear to be out of position. Output current was decreased from 3.25ma to 0.25ma at this office visit. Additional follow up approximately 4 months after the event occurred and the output current was decreased; the pt was reported to be doing well and had not experienced any further episodes of erratic/painful stimulation. Approximately 1 1/2 months later (09/2001), the patient's parent reported that the pt had again experienced another unexpected sharp pain in their throat and that the magnet didn't stop the device. Further investigation revealed that the patient's parent did not know that the magnet must be left over the generator to stop stimulation. Apparently they were simply swiping the generator with the magnet which activated magnet mode stimulation as designed. The patient's device was programmed to off on or around 10/2001, resulting in a loss of therapy. Malfunction of the generator is not indicated.